Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far-p oversensing and crosstalk on the pacemaker (pm) were noted. Programming changes were discussed, no changes or interventions were reported. The patient's condition remained stable.